Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device .the visual inspection of the returned product noted that the cannula was received. There was a small grommet seal was received in a sample jar. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged grommet seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic procedure, the device had a disengaged seal. During the procedure, a piece of expansion sleeve separated and fell into the patient. The piece of the device that fell into the patient was removed. The patient is alive with no injury.